Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low impedance. Chest x-ray revealed that the lead had dislodged. During the lead revision procedure, an insulation anomaly was noted on the lead. The lead was explanted. There were no adverse consequences to the patient and the patient was discharged.

Manufacturer narrative:
Analysis description: final analysis found that the insulation was crushed at 31.1cm to 31.9cm from the connector pin, which damaged the outer coil. Electrical tests revealed that the lead was shorting due to the insulation damage. The damage sustained resulted from clavicular crush. The damage found likely resulted in the reported low impedance.